Manufacturer narrative:
Concomitant medical products: 990063-015 mapping catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure that was completed with cryo, it was noted the patient had a pericardial ef fusion. A pericardiocentesis was performed and the patient taken to the operating room. The patient recovered. No further patient complications have been reported as a result of this event.